Event description:
It was noticed the infusion was taken off the pump to allow passage of c arm while the resident was doing a second IV. It appears that the tubing did not clamp shut on removal from the pump and roller clamp was open. Staff coached regarding closing of the roller clamp when opening the IV from pump. Pump not sequestered for evaluation.